Manufacturer narrative:
(B)(4). Item # 189040, lot # 082510. Report source: foreign: (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-04724. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient was experiencing pain six months after initial implantation due to the locking bar and bearing had backed out. Subsequently, the patient was revised. No additional patient consequences were reported. Attempts have been made and no further information has been provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This complaint is confirmed. Visual inspection of the returned locking bar found wear marks such as scratches and nicks. Review of the device history record identified no related deviations or anomalies during manufacturing. X-ray review by mmi states that the locking bar is severely displaced medially. The femoral and tibial implants are anatomically aligned. No other abnormality is noted. Analysis of the locking bar determined that the locking bar contact mark & deformation observations are consistent with the bar not being fully engaged with the tibial tray. However, it cannot be confirmed with certainty whether the reported locking bar dissociation occurred due to improper insertion and a definitive root cause cannot be determined. A summary of the investigation was sent to the complainant conveying proper surgical technique and use of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.